Manufacturer narrative:
Date of birth: born in (B)(6).

Event description:
It was reported that stroke occurred in (B)(6) 2020, a 25mm lotus edge valve was successfully implanted to treat the aortic valve. In (B)(6) 2020, the patient experienced a stroke that required hospitalization.

Manufacturer narrative:
A2 date of birth - born in 1941.

Event description:
It was reported that stroke occurred in (B)(6) 2020, a 25mm lotus edge valve was successfully implanted to treat the aortic valve. In (B)(6) 2020, the patient experienced a stroke that required hospitalization. It was further reported that the patient did not suffer a stroke as previously reported. A reporting error occurred at the site.